Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. The visual inspection of the returned product noted that the firing knobs were retracted, and the articulation lever was in neutral position. The instrument was loaded with a pmv representative reload and applied to test media. All staples were placed, and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy procedure, at side to side anastomosis of colon (the 3rd firing) and at closure of entry hole (the 4th firing), the surgeon fired the device and checked the staple line, however the staples of distal end of the line were not b-formed. The surgeon additionally sutured and completed the case. The sales rep checked the cartridges in question and noted the pushers did not seem to push the staples up properly. The surgical time was extended by less than 30 minutes. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.